Event description:
It was reported that while in the cardiovascular lab, the md inserted the super arrow-flex ('saf') sheath into the patient. As the md was inserting the intra-aortic balloon ('iab') through the saf sheath, it became stuck. The iab "gets stuck at the tip" of the sheath. As a result, the iab is not used. The md requested another iab for this patient. There were no reported patient complications. Additional information received from the cardiovascular lab manager on 01/13/2010 stated that the iab was prepped per instruction. The iab and the saf sheath were removed as one unit. The second iab was inserted using the teflon sheath.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.